Manufacturer narrative:
Device evaluation of charger/modem sn (B)(4) has been completed. As received the charger was resetting and unable to charge a battery. The cause of the resets and inability to charge was a shorted u13 (8-bit cmos flash micro-controller) component and a shorted q1 (current controlling transistor) on the bedside board. The root cause of the shorted components cannot be positively identified. No adverse event resulted form the shorted components. The last pt to use this device did not report any deficiencies.

Event description:
A review of service data has detected a reportable event. During servicing, charger/modem sn (B)(4) was resetting. The last pt to use this charger/modem did not report any deficiencies.